Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer complained of the cannula on the infusion set bending. During the phone call, the customer stated that she had been hospitalized previously due to hyperglycemia and a kidney infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The insulin pump was accurately accounting for all insulin delivery in the history files. Nothing further was reported.